Event description:
The facility reported to baxter in early 2008, an infusion pump that did not deliver (inoperable) the intended sedative medication (diprivan) during an infusion on a female patient. This event occurred on five days earlier. The pump was set to deliver the medication at a rate of 144ml/hr and at 10:12am, the nurse noted that the patient wasn't being sedated even though the pump did not appear to have a problem. The nurse and the doctor checked the tubing and IV site. The diprivan was not moving through the line and blood was backing up into the "triple lumen site." The tubing from IV site was removed and it was noted that it would not drip at all. According to the biomedical representative, many soft key presses and arrow down presses were noted in the event history. The biomedical representative believed that an incomplete primary program was entered into the pump and that the pump was not programmed correctly. The biomed representative stated that another pump must have been swapped in since there was no noted patient injury or medical intervention required. No additional information or contact was available.

Manufacturer narrative:
Baxter received the pump on 01/11/2008. The pump was evaluated on 02/08/2008 and the reported condition of an infusion pump that did not deliver (inoperable) the intended sedative medication (diprivan) during an infusion on a female patient was not confirmed or duplicated during testing. The pump passed power on self-test on ac. The key presses from the event history were repeated and channel a miss programming was confirmed. Per procedure, three independent 12 minute accuracy tests were performed on channel a, b and c at set rate of 100 ml/hour. Channel a delivered: test 1 = -1.60 %, test 2 = -1.80 % and test 3 = -2.45 %. Channel b delivered : test 1 = -1.00 %, test 2 = -0.85 % and test 3 = -0.45%. Channel c delivered: test 1 = -2.50 %, test 2= -2.30 % and test 3 = -2.20 %. Channels a, b and c passed all three 12 minute accuracy tests (spec. +/ - 5%). A 1-hour accuracy test was performed on channel a at the customer rate of 144 ml/hr in primary mode. Chanel a delivered 2.26 %. Channel a also passed the 1-hour accuracy test at customer rate (spec. +/- 5%). As a precaution, the bottom panel was opened and an internal visual inspection of all pump head modules was performed. The epoxy on the lower jaws of all channels was found secure and the upper jaws were found aligned. The reported condition was not confirmed or duplicated. The infusion was never stated successfully on channel a due to miss programming the first time and that the pump was put on standby mode the second time. The pump will be sent for further evaluation to the repair shop prior to the return of this pump to the customer. If additional information is found during functional testing that impacts the results of this evaluation, a follow-up medwatch will be generated and submitted. Corrected information: an initial medwatch was generated and submitted on 01/30/2008 under MFR. Report # 2954761-2008-0016 in error under the wrong baxter division. This new initial medwatch contains all the information contained in MFR. Report # 2954761-2008-0016 as well as the additional information evaluation results above.